Event description:
The customer reported being hospitalized due to high blood glucose. It was stated that the events leading to her admission was confusion, nausea, and headaches. The customer stated that her glucose level went over 600mg/dl, and she has treated with manual injections. By the time she arrived to the hospital her glucose level was 318mg/dl. Had the customer to removed the infusion set and found that the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.